Event description:
It was reported that a patient was seen due to a lead integrity alert (lia) where oversensing was discovered on the patients right ventricular (rv) lead. Patient stated they were shoveling snow at the time of the oversensing episode, and the allied health professional was unable to replicate oversensing with in-office testing. Lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 419588 implantable pacing lead, implant: (B)(6) 2009; model: 5568-45 implantable pacing lead, implant: (B)(6) 2009. (B)(4).